Event description:
The user facility reported an employee came into contact with peroxide, while operating a v-pro 1 sterilizer, and injured her left index finger.

Manufacturer narrative:
A steris service technician inspected the unit and found it to be operating to specification. The employee was exposed to hydrogen peroxide while unwrapping sterile packs; the employee was not wearing gloves or other ppe at the time of the reported event. The employee rinsed her hand with water and sought medical treatment at employee health; no treatment information was provided. The employee returned to work the next day without restrictions. Section 2-3 of the v-pro operator manual states: "danger-chemical injury hazard: when handling hydrogen peroxide, wear appropriate personal protective equipment and observe all safety precautions". The technician counseled the staff on the importance of wearing appropriate ppe when operating the v-pro.